Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 days post implant of this 35mm annuloplasty band, it was explanted. The reason for explant is unknown. An annuloplasty band of the same size and model were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the discharge echocardiogram revealed systolic anterior motion of the mitral valve leaflet. The 35mm mitral annuloplasty band was explanted 12 days post initial implant, and the surgeon performed a "sliding repair" with a new band of the same size and model. No additional adverse patient effects were reported.  Patient weight added in section. Patient code updated in section. If information is provided in the future, a supplemental report will be issued.